Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the implant site which occurred after moving a box. The pt went to the ER due to the pain and described it as 'grinding on her bone'. The pain was felt regardless of stimulation. An x-ray identified no anomalies were observed and there was no contact between the ipg and the bone, however the sjm rep will be consulting with the physician to determine possible ipg migration. The pt was given an abdominal binder and a muscle relaxant to address the pain.